Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and was found to have a dislodged cable crimp at the wrist control cable 7. The instrument have cable crimps at the end of the wrist cables that tend to slip, causing the cable to appear broken. The cable crimp is captured inside the welded grip. As a result, imprecise motion is observed. An in-house mcs tip accessory was installed on the instrument. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. Additionally, the instrument's tube adapter was found to exhibit scratch marks/abrasions. No material appears to be missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the monopolar curved scissors instrument was not functioning. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.